Event description:
It was reported a stent was stuck in one the channels of the duodenovideoscope. The issue occurred during a unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction could not be confirmed since it occurred during a procedure. Based on the results of the investigation, it is likely that stent was clogged in biopsy channel during the procedure because the user tried to retrieve the stent through biopsy channel. The instructions for use warns the prevention method associated with the event in 4.1, precautions, warning: do not retrieve the stent through the instrument channel of the endoscope. A stent or piece(s) of a stent may stay in the instrument channel or the suction channel of the endoscope even after reprocessing. It may cause incomplete reprocessing, and pose an infection control risk, cause equipment damage, or reduce performance. Manufacturer of the clogged stent was unknown. As reference, IFU for stents of olympus pbd-1030, 1031, 1032, and 1033 series instructs as follows: retrieval of the stent: caution: do not use the instrument that has been inserted into the endoscope. Instrument damage may occur. Do not collect the stent through the channel of the endoscope. Instrument damage may occur. To retrieve the stent, use grasping forceps fg-44nr-1 in accordance with its instruction manual. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.